Event description:
The physician first treated the rca (and did not use an angiosculpt in this vessel). He then worked on a circumflex artery. He used a 2.0 x 10 angiosculpt ex over a bmw. After using the angiosculpt, he provided positive feedback on its performance. Then, there was a perforation that was observed during stenting with a 2.5 x 15. He quickly asked the staff for equipment. More staff arrived and they worked on the patient in the room and then took her to surgery.

Manufacturer narrative:
Method: product disposed by hospital, thus unable to evaluate device. Procedural physician at the case verbally stated that the perforation may have been caused by inappropriate sizing of the stent that was used post angiosculpt procedure, not by the angiosculpt, and that the vessel "looked fine" after he used the angiosculpt. However, upon follow-up, the physician declined to provide further information. Coronary artery perforation/injury is a potential adverse effect of percutaneous transluminal coronary angioplasty procedures and is listed in the angiosculpt device IFU.